Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a broken grip tip as well. There are missing pieces from the molded insulator not returned. The broken grip piece is hanging from the conductor wire. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of the customer reported issue broken instrument molded insulator, detached fragment and broken instrument grips tips is attributed to damage during use from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken tip. The procedure was completed with no reported injury.